Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device paz161 number, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke when tying. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: an used needle-suture piece of product code y426, lot paz161 was returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, and the end of the suture piece was observed cut appears to be by use of a surgical instrument. In addition, body fluids were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.